Event description:
Per the clinic, the device was explanted on (B)(6) 2014 due to the need for MRI's related to other health conditions not associated with the cochlear implant. During the same surgery, the patient was reimplanted with another manufacturer's device.

Manufacturer narrative:
(B)(4).